Manufacturer narrative:
Root cause: the dissector is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). In its response, (B)(4) stated evidence suggests there is a possibility an incorrectly glued tip, not previously detected during 100% manual pull testing, may loosen and detach after additional handling or loose. Corrective action: in its scar response, (B)(4) stated it has not taken additional corrective actions at this time. The company is continuing to implement corrective actions identified in a previous scar for the same issue. Investigation summary: an internal complaint (B)(4) was received indicating the tip of a laparoscopic kittner dissector (part number 28-0801) came off the product during a procedure and was retrieved from the patient. The defective sample was not returned for evaluation due to contamination. On-hand stock was inspected and no non-conforming product was found. After the complaint was received, the following three shipments received were inspected as well with no non-conforming product identified. The work order was reviewed for discrepancies that may have contributed to the reported issue. No discrepancies were identified. A scar was issued to (B)(4) on (B)(4) 2017, and a response was received. Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The cotton part on the end of the dissector came off in the patient. They were able to retrieve it with no problems or delays.

Manufacturer narrative:
Investigation summary an internal complaint (call (B)(4)) was received indicating the tip of a laparoscopic kittner dissector (part number 28-0801) came off the product during a procedure and was retrieved from the patient. (B)(4) supplies the dissector to deroyal industries. Therefore, a supplier corrective action request (scar) was issued to (B)(4) on july 24, 2017. As of the date of this report, a response has not yet been received. The investigation is ongoing at this time. When new and critical information is received, this report will be updated. Note: this report was submitted one day past the 30-day time frame due to an error in the electronic submission. This error was not noticed until the day after the report was submitted through the (B)(4).

Event description:
The cotton part on the end of the dissector came off in the patient. They were able to retrieve it with no problems or delays.